Manufacturer narrative:
Cine image review: cine images were received for evaluation. They showed left hand graft thrombectomy procedure. The vessel was occluded. The images show balloon inflation and balloon burst .

Event description:
A physician attempted to use a reef balloon in a left hand graft thrombectomy procedure. When the surgeon inflated the balloon up to nominal pressure (10 bar), the balloon burst at 9 atm. There was no injury caused to the patient. The surgeon changed to another unit of reef hp with the same size <(>&<)> proceeded with the procedure uneventfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.